Manufacturer narrative:
"During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable."

Event description:
"On (B)(6) 2016 a tevar procedure started for aortic arch aneurysm. After the aorta was measured with a catheter, the size 40-36-150 of relay plus was determined to be used. Under rapid pacing, the proximal end of the stent was placed just the distal side of the brachiocephalic artery. The stent graft was completely deployed at the above site. Once rapid pacing was stopped, the deployed stent graft gradually started migrating to the proximal side in accordance with the heartbeat. Ultimately, the stent graft migrated by around 5 mm from the original location and the graft covered half of the brachiocephalic artery. Note: this gradual migration to the proximal side was observed through fluoroscopic imaging, which was being performed from only a single direction. The delivery system tip was extracted from the body. Although the brain oxygen saturation showed no significant change at this point, a chimney procedure was performed by placing one leg of excluder in the brachiocephalic artery just to ensure the blood supply. When the treated area was angiographically checked at the end of procedure, a slight endo-leak was found on the side of the greater curvature of the aorta. After it was determined to continue monitoring of the patient's condition, the procedure was done without further treatment on this day."